Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary the stent was positioned between the marker bands as per specifications. There was no damage evident on the stent. There was no evidence of any attempted inflation on the returned device. The balloon and stent were successfully inflated to 9atms (nominal) and 16atms (rbp) without any issues.

Event description:
It was intended to use a 2.50 x 30 mm endeavor resolute rx drug eluting stent to treat a calcified lesion in the mid rca with 90 % stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated once, at 12 atm, with a non-medtronic balloon. The endeavor resolute device reached the target lesion, but could not be deployed. The balloon reached a pressure of 12 atm. The physician then used a new device, another endeavor resolute 2.50 x 30 mm, to complete the procedure. No patient complications are reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (calcified lesion with 90% stenosis). Inherent risk of procedure (deployment difficulties). No results available since no evaluation performed (no device received for evaluation). Evaluation conclusions device failure/lack of effectiveness related to patient condition (calcified lesion with 90% stenosis). Inherent risk of procedure (deployment difficulties). Unable to confirm complaint (no device returned for evaluation). (B)(4).